Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01041. All information can be found under manufacturer report number 1416980-2025-01041. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between february 5-7, 2024. The device was received for evaluation. A visual inspection was performed, and there was no evidence of fluid was observed flowing out at the distal end of the flow restrictor. Force prime was applied to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. Therefore, the cause of the flow problem was drug-related (use-related). The product label (instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not infusing. This issue was further described as trouble with infusing cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.